Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise artifact and oversensing noted to be from electrocautery, which correlated to the time of a procedure this patient underwent. The oversensing resulted in inappropriately marked atrial tachy response (atr) episodes. This pacemaker remains in service. No adverse patient effects were reported.